Event description:
It was reported the patient started to feel intermittent shocking and jolting two weeks ago. It was noted the shocking and jolting seemed to be a positional problem. The reporter stated they were made away of this one week ago. It was noted the manufacturing representative tested impedances yesterday and contacts 2 and 6 had high impedances. The reporter stated they think this had been the case for a while. The reporter further stated they were able to reprogram around the high impedances using electrodes between 2 and 6 and the patient was able to lean back without incident. It was noted the patient was scheduled for a revision on (B)(6) 2014. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported the patient was doing well and receiving effective therapy.